Event description:
Endograsper broke and a piece of grasper fell into pt when use of instrument was attempted. Surgeon was unable to find broken piece, it remains in pt. Pt was having a laparoscopic cholecystectomy.